Event description:
It was reported that the device had display / screen issue. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had display / screen issue. There was no patient involvement.

Manufacturer narrative:
Additional information :imdrf a,g,b,c,d grids, manufacturer narrative. Omit : a0902 - display or visual feedback problem (1184) ,g02014 - display, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.